Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient's right hip head and liner were revised to a constrained insert due to dislocation...all records the hospital has access to for this patient are scanned and attached. The patient's 36 mm head dislocating out of the liner was the reason for revision."